Event description:
It was reported that the lead perforated the patient. No post-operative complications were noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.